Event description:
It was reported that the patient had been hospitalized with hypoglycemia. No patient¿s blood glucose levels were provided. The patient stated that they had difficulty activating the freestyle libre 2 plus, which was resolved through troubleshooting. No additional symptoms were reported. Additional good faith effort (gfe) attempts were made to obtain further information; however, no additional details were obtained. No further information is available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.